Manufacturer narrative:
The tech found the drive limit switch assembly harness was damage with cut wires by the knee assembly. The up/down bracket was stuck in the bracket which cut four small wires from the harness assembly. The tech replaced the drive limit assembly to repair the bed.

Event description:
Info received indicates the hi/low will not work from either siderail, nor will reverse trendelenburg.